Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a pt experienced a posterior capsular tear. The customer also reported that there was difficulty to connect accessories to the sys. The surgery was completed manually with the same sys. Additional info has been requested.